Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was brown particulate matter inside the sterile bag of a repeater pump tube set. This was identified during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Microscopic examination identified several brown particles along the top edge of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.